Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified a crease and indent in the pg case. No other anomalies were noted. The seal plug was confirmed to be intact and the setscrew operated normally. It was suspected the physical damage (i.e., crease and indent in the device case) was incurred post-explant. An x-ray of the device did not note damage within the device under the area where the crease and indent were observed. The device was able to be interrogated and a memory download was performed successfully; however, basic functional testing could not be completed due to the physical damage to the pg case. This s-ICD was returned with the electrode attached. Electrical testing where a 3mv, 100ms, 50ppm pulse was applied to the three vectors, one at a time, was able to be completed. During this testing, the electrode was physically manipulated. No noise was noted during this electrical testing. Although the s-ICD operated appropriately in the laboratory setting, investigation into the observed behavior determined transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the secondary to the primary vector, and later the patient received an additional inappropriate shock with undersensing of the qrs complex. Surgical intervention was performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. The s-ICD was reprogrammed from the secondary to the primary vector, and later the patient received an additional inappropriate shock with undersensing of the qrs complex. Surgical intervention was performed and the s-ICD was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.